Manufacturer narrative:
Catalog number: balloon: 72400024, pump: 72400098. Expiration date: balloon: 11/13/2005, pump: 08/09/2005. (B)(4). Manufacture date: balloon: 11/2000, pump: 08/2000.

Event description:
It was reported that the patient's artificial urinary sphincter was replaced due to recurring incontinence. The device stopped working due to being old. It was noted that this was not a malfunction. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.